Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned in two pieces there was a complete shaft break present at 25 cm distal the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a multiple hypotube kinks. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14dec2022. It was reported that the balloon was kinked. The target lesion was located in the severely tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was kinked. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a shaft break occurred.